Manufacturer narrative:
Evaluation results: one medfusion (3010a) was returned for investigation. The right plunger case was cracked. There was nothing in the alarm history pertaining to customer stated problem. The technician checked the event history and observed that the kvo was programmed into the last event. The pump ran the programmed amount then ran the kvo at 1ml/hr. The product problem reported by the customer was therefore confirmed. The customer was advised to turn off the kvo in the program in order to resolve the issue.

Event description:
It was reported that the pump decreased the delivery amount/rate of infusion towards the end of the treatment. The patient involved in the incident was an infant. No patient injury or complications were reported in relation to this event.